Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision hip surgery was performed due to recurrent dislocations.

Manufacturer narrative:
Evaluation narrative - the associated complaint device was not returned. Without the actual product involved, our investigation cannot proceed. A review of the manufacturing records for 273235/07km11134 did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. (B)(4).